Event description:
The pt was reportedly experiencing sound quality issues and loss of sound. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The pt¿s device was explanted. The patient was reimplanted with another cochlear device.